Event description:
The provider called in to state an incident occurred when an end user was attempting to leave his shop. He is a double amputee and as attempting to hold the door with one hand and the wheel of the chair with the other while crossing the threshold, the chair reared back and caused the end user to fall. At that time, no complaints of pain. Dealer states that at a later date, the veteran stated he broke his tailbone when leaving the building. The end user alleged went to the emergency room the day after the incident and x-rays confirmed the injury.